Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The customer cleaned the bf probes w/alcohol and the instrument worked for 5 hours until the error occurred again. The fse found 2-bf tips in the wash probe #3 reservoir which may have caused an overflow. The fse removed the tips and tested the wash prime which was good, however the x axis picker and y axis picker errors occurred. The fse cleaned, lubed, and checked the alignment of the pickers. The instrument software was upgraded to ver.2.09. The customer ran quality controls (qc) and the results were within expected ranges. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 16nov2018 through aware date (B)(6) 2019. There was one other similar complaint identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 3005 - leak sensor detected leakage. Cause: the leak sensor under b/f unit detected leakage. Measurement is suspended. Solution: contact tosoh service center or local representatives. The probable cause of the reported event was due to dropped probe tips in wash reservoir causing an overflow. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error message 3005 leak sensor detected leakage on the aia- 2000 instrument. The customer checked the bf probes and cleaned the white precipitate, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting luteinizing hormone (lh ii), intact parathyroid hormone (ipth), prolactin (prl), and follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Correction: h6 conclusion code.